Event description:
It was reported that during an unk procedure, that after the surgeon fired the stapler, he found some staples were malformed and the bronchus was not closed completely. He then used another device for the procedure. No pt consequences were reported.

Manufacturer narrative:
Eval summary: the analysis results showed the device arrived in good visual condition and with a cartridge loaded on the device. The cartridge was returned empty. The device was tested for functionality with a test cartridge and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties, and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the mfg process.